Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and it was found that outer hose came apart. It was noted that the handpiece had a torn hose and worn motor, and the cable was loose/cut. It was also noted that the device failed pre-repair diagnostic tests for loctite & cable assessment. Therefore, the reported condition has been confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device moved to the left by itself during use. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch report that the event occurred on (B)(6) 2016. Additional information received states that the failures occurred (B)(6) 2016. Additional information: it was documented in the initial medwatch report that the motor device had moved to the left by itself. Additional information received from the affiliate stated that the black tube on the motor device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.